Manufacturer narrative:
No product returning for eval. Should additional info become available, a supplemental form will be completed.

Event description:
Received info regarding a cartridge alarm 19 during the load process. Customer's blood glucose level was not impacted.